Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button had delayed response and required multiple presses for a week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/05/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:a visual inspection of the pump confirmed no damage to the keypad. During testing, the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under the ok and down arrow keypad buttons. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.